Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2023 and (B)(6) 2023. Health effect - clinical code: code 4581 is to capture "device decentered or dislocated or tilted subluxated or wrong position. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye in a secondary procedure because the iol dropped to the back of the eye. A non-johnson and johnson iol was implanted as replacement. There was no patient injury. No medical or surgical intervention was required. The patient outcome at discharge was good.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 24, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. No additional defects and no defects that could contribute to the complaint issue were observed. Based on the returned condition of the lens no further evaluation could be performed. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue could not be confirmed. There is no indication of a product deficiency or product malfunction could be identified. Correction: in reviewing initial MDR 3012236936-2023-00834, it was noticed that the following investigation codes were inadvertently not included: 4109 - historical data analysis and 3331 - analysis of production records. Therefore, this information is being captured in this supplemental MDR. The following fields have been updated accordingly: section h6: type of investigation: 4109 - historical data analysis and 3331 - analysis of production records. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.